Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: model: 407645, implantable pacing lead; implant: (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient presented to the emergency room due to an audible alert. The right ventricular (rv) lead exhibited oversensing noise and a high number of short interval counts (sic). The lead was programmed off. Several days later, it was reported that there were high rv thresholds, high impedance and a confirmed fracture. The patient underwent a laser lead extraction and a new rv lead was implanted. No patient complications have been reported as a result of this event.